Event description:
It was reported that the atrial lead dislodged. The lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event. Evaluation summary: (B)(4) the distal segment of the lead was returned, and a visual analysis was performed. The outer insulation exhibited a cosmetic depression, and blood was found in/on the helix/lobe mechanism.